Event description:
My allergan natrelle 410 cohesive gel style 20 800cc implants ruptured inside of me after only 1.5 years. The rupture occured from lifting a 40lb dog and I felt it. I went to my plastic surgeon who advised me that I was in no danger and nothing needed to be done I was safe. I stupidly believed them and soon after I became very ill. I suffered from respiratory problems for 4 months straight. I had pain in my body all over, could no longer lift my arms even. I had memory loss and sensitivity to light. My hair started falling out, my hand and arms would go numb and tingle, my fatigue was unbearable and I suffered headache daily along with shortness of breath and depression. My body seemed inflamed and swollen. I sought medical help and no one could help me test after test no answers. On (B)(6) I explanted only to be confirmed that my implant had exploded inside of me, the surgeon described it as it looked like a grenade went off inside of me. After removal, many of my symptoms have improved, however, my body aches and pains are not improving and are debilitating and I have just been diagnosed with fibromyalgia.